Event description:
Event description guidant received information that during the device replacement procedure, the left ventricular setscrew could not be tightened on the left ventriucular lead. The device was removed and a new guidant device was then successfully implanted.